Event description:
Broken abutement screw stuck in the implant. Fractured parts could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Broken abutement screw stuck in the implant. Fractured parts could not be removed from dental implant. Implant needed to be explanted. Collateral damage. No product problem detected. Fractured abutment screw was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.